Manufacturer narrative:
Product ID, 39286-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 355531 lot# n334606, implanted: 2012 (B)(6), product type screening device. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's device was eri, but he had moved and was seeking another physician to take over his pain management care.

Event description:
Additional information received reported that the device was not working and it hadn't worked right since it was put in. The reporter stated that the patient was trying to get it to work or get it out. Three weeks later it was reported that the patient stopped feeling stimulation in september. The reporter stated that the patient was told the device would last three years. It was reported that the longevity estimate for the device was two months based on the patient's program parameters. It was noted that the patient was using therapy 24 hours a day in continuous mode. The reporter stated that all electrode impedances were in the normal range. A day later it was reported that the patient was sent for an x-ray to determine lead placement. The reporter stated that the longevity of the device was as expected with the setting and outputs programmed in the device. It was noted that the patient would be scheduled for a generator replacement. A follow-up report will be made if additional information becomes available.

Event description:
It was reported that the patient programmer was not being able to adjust stimulation. The manufacturer was reprogramming the patient the week before this call. The patient was told to order new programmer because his wasn't working. The patient saw an eri screen on his patient programmer. The implantable neurostimulator (ins) was fine the week before this call according to the 8840 programmer. The patient had no stimulation sensation for about four days. The patient had severe phantom pain in leg and also had back pain. "A possible problem with the ins was reviewed/suspected/alleged." The patient stated that he received a replacement programmer on (B)(6) 2012 but when he put it on his back this programmer also read "eri" the patient thought the antenna was not working. Additional information has been requested but was not available at the time of this report.